Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) reported that drawers 4.1 and 4.2 were not showing in hardware test application (hta), and there were no lights at the back of either drawer. The station was powered down, and the back panel was removed to access all drawers. The fse replaced the t board and powered on the station, but a pop sound was heard, and the drawers still had no lights. The drawer boards for 4.1 and 4.2 were replaced, along with the retractor band for drawer 4.1 and the pyxibus board. The bus cable was reconnected to all drawers, the back panel was closed, and the station was powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 was not detected on the bus the customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.